Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence, and issue was said to have occurred about one month before the call. There was no adverse impact to the customer's blood glucose level. Customer had used room temperature humalog insulin, did not reuse cartridge, followed loading steps, and ultimately resolved issue by changing infusion set and cartridge and successfully resuming insulin delivery, with no additional support actions documented.